Event description:
It was initially reported that the balloon ruptured at sixteen atmospheres. Additional information revealed that the balloon ruptured at six atmospheres.

Manufacturer narrative:
Describe event or problem: correction. Device evaluated by manufacturer: microscopic inspection identified a longitudinal tear in the balloon located on the distal end of the balloon and measuring approximately 1 centimeter in length. A thorough inspection of the remainder of the device revealed no other damage, irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous superficial femoral artery. On the first inflation the f/g, sterling, mr, 4.0 x 20/135 (4f) balloon was inflated to fourteen atmospheres. On the second inflation the balloon was inflated to sixteen atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4)